Event description:
Information was received indicating that following resuming administration of medical fluid through a smiths medical cadd medication cassette reservoir, a no message" alarm went off on the pump. There were no reported adverse patient effects.

Manufacturer narrative:
One cadd cassette reservoir was returned for evaluation of a "no message" alarm that reportedly went off. Visual inspection and functional testing were conducted to evaluate the device. No root cause could be determined since the complaint was not confirmed due to the fact sample received do not show conditions that could cause the failure mode report.